Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-6-b device of lot number c1962848 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 10th oct 2023. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Safety wire still in place. Directional button in deployment position. Red shuttle on pass point of no return. Protective tubing returned. Flexor break observed at clear section, measuring approx. 26cm from the white tip. Stent is present within the delivery system. Flexor kinked at approx. 11.8cm from the white tip and inner cannula kinked at approx. 31.5cm from the white tip. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. Safety wire removed with no issue. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The IFU warnings section goes on to state ¿this stent is not intended to be removed after initial stent placement procedure and is considered a permanent implant. Attempts to remove the stent after placement may cause damage to the surrounding mucosa.¿ from customer testimony received we know they intended to place this stent for 6 months.¿ there is evidence to suggest that the customer potentially planned to not follow the instructions for use or product label. Therefore, product manager was notified to consider retraining at the facility. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy. It may be noted that the handle was actuating fine for deployment and recapture during the laboratory evaluation. It is possible that during stent deployment a tortuous path may have caused a build-up of pressure which may have led the introducer becoming damaged/kinked as reported by the customer. Furthermore, continued attempted actuation of the trigger with a kinked flexor could have led to the flexor break observed in the lab due to the excessive strain on the device sheath. This is supported by engineering input received ¿the damage observed was possibly caused by kinking of the outer sheath when close to the target location and prevented deployment. Attempts to deploy may have added to the damage which could have become worse again when trying to withdraw the device from the scope.¿ the initial failure mode identified was kinked flexor & subsequently led to broken flexor observed in the laboratory. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, customer reported the sheath of the introducer set was damaged. Confirmed quantity of 01x used device. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy. It may be noted that the handle was actuating fine for deployment and recapture during the laboratory evaluation. It is possible that during stent deployment a tortuous path may have caused a build-up of pressure which may have led the introducer becoming damaged/kinked as reported by the customer. Furthermore, continued attempted actuation of the trigger with a kinked flexor could have led to the flexor break observed in the lab due to the excessive strain on the device sheath. This is supported by engineering input received ¿the damage observed was possibly caused by kinking of the outer sheath when close to the target location and prevented deployment. Attempts to deploy may have added to the damage which could have become worse again when trying to withdraw the device from the scope.¿. The initial failure mode identified was kinked flexor & subsequently led to broken flexor observed in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an attempt to insert a stent in the biliary tract along the wire guide, the sheath of the introducer set was damaged. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence I am still waiting for the answers for the additional questions. Olympus endoscope - q180v, cook medical - metii-35-480 + tri-25m 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) ad.1 during stent placement. 2. What endoscope type and channel size was used? Ad.2 duodenoscope olympus v180 4.2 mm channel. 3. What was the position of the elevator? Was it opened or closed? Ad.3 elevator was open. 4. Details of the wire guide used (diameter, type, make)? Ad.4 cook medical metii-35-480. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Ad.5 yes. 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? Ad.6 no. 7. Please advise the anatomical location of the intended target site? Ad.7 biliary tract. 8. How long was the stent in the patient by the time this complaint occurred? Ad.8 stent broke up before it was inserted into the patient. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? Ad.9 yes. 10. If yes, how often was this completed? Ad.8 the intention was to place this stent for 6 months. 11. Did the patient require any additional procedures as a result of this event? Ad.11 no. 12. What intervention (if any) was required? Ad.12 another stent was used (evo). 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Ad.13 same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Ad.14 no. 15. If yes, please specify what was observed and where on the device it was observed. Ad.15 n/a. Stricture information: 1. What was the length and diameter of the stricture? Ad.1 stricture had about 4 cm. 2. Where was the stricture located in the body? Ad.2 biliary tract. 3. Was there resistance felt passing wire guide through stricture? Ad.3 there was no resistance. 4. Was there resistance felt passing the evolution through stricture? Ad.4 there was no resistance. 5. Was the stricture dilated before stent placement? Ad.5 no. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Ad.1 yes. It was ok. 2. Was resistance felt during insertion into patient? Ad.2 there was no resistance. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Ad.1 during stent deployment. 2. Was the directional button pressed during use? Ad.2 yes 3. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Ad.3 no. 4. Was the yellow marker kept in view during deployment? Ad.4 yes. 5. Are images of the device or procedure available? Ad.5 no. Questions related to during introducer withdrawal 1. Are images of the device or procedure available? Ad.1 no. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? Ad.2 stent placement was unsuccessful. 3. If yes, what was used? Ad.3 fluoroscopy was used. 4. Did the stent open sufficiently to allow withdrawal of introducer safely? Ad.4 did not open. 5. Was the safety wire fully removed before removing the delivery system? Ad.5 no. Stent was removed. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? Ad.6 no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal forceps, snare, other? Ad.1 stent was removed by the working channel.. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no ad.3 no. 4. If yes, please when this was felt? Advancement or deployment ? 5.how did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning? Ad.6 no.